Manufacturer narrative:
Calibration and qc was acceptable. A general reagent issue can be excluded as quality validation results were within expectations. A general instrument issue can be excluded as the results were reproducible between 2 e602 modules. The malfunction is consistent with a high dose hook effect in the patient sample. Product labeling states "there is no high-dose hook effect at hcg concentrations up to 750000 miu/ml." The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). Address continued: (B)(6). The investigation is ongoing.

Event description:
The initial reporter complained of high results not corresponding to the clinical condition for 1 patient tested for elecsys hcg + beta test system (hcg + b) on a cobas 8000 e 602 module. The initial undiluted result was 9031 iu/l. This result was reported outside of the laboratory. The patient had been diagnosed with an ectopic pregnancy so this result was inconsistent with the patient's diagnosis. The sample was diluted x 100 with a result of 1,000,000 iu/l with a data flag. The sample was diluted x 400 with a result of 2,107,556 iu/l. The sample was tested on a different e602 module with an undiluted result of 8691 miu/ml and a x 100 diluted result of 1,000,000 miu/ml with a data flag. One e602 module serial number was (B)(4). The serial number for the other e602 module was not provided.